Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. A review of the manufacturing records for batch 20029562 confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR 2134265-2018-00021. It was reported that an error message occurred during thrombectomy. A spiroflex® angiojet® thrombectomy set catheter was selected for a percutaneous coronary intervention (pci) of the saphenous vein and the device was prepped. During the procedure, the device received a kink tube error message and it would not work. Another of the same device was used and the same issue occurred. The procedure was completed with a balloon and stent. There were no patient complications and the patient's status was fine.